Event description:
In 2009, the patient reported experiencing elevated blood glucose a day prior, after she changed her infusion site. She stated that when she inserted the infusion set headset, the insertion needle was difficult to remove. There was no apparent damage to the infusion site. Three hour after changing the infusion site, her blood glucose elevated from 90 mg/dl to 161 mg/dl. She bolused insulin through the infusion device and 2 hours later her blood glucose measure 214 mg/dl. At 04:30am, her blood glucose measured 311 mg/dl and she had a headache. She changed the infusion site and at the time of the report her blood glucose had returned to normal, 120-130 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.